Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm epic plus mitral valve was implanted in the patient. After the valve replacement, the patient reports dyspnea on light exertion associated with two pillow orthopnea edema and palpitations without clear triaging factor. The patient got admitted for evaluation and pharmacological optimization. Some medications were given to patient.